Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photos identified red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported for right side "nodules in right breast", "great pain", and the following events not related to the device: "lot of headache", "several problems [unspecified] after prosthesis placement", "during the surgery, patient¿s blood pressure raised a lot". The device has been explanted. Patient reported "the implants were highly adherent to adjacent tissues and with signs of capsular contracture baker grade IV", "the implant walls are slightly wavy", "nodule with cystic characteristics in the right breast". Medical history - "patient has sjogren's syndrome, affecting the parotid bilaterally", ¿experienced 2 strokes before the implant and they are not related to the prostheses¿, ¿cerebral vascular accidents not related to the prostheses¿ .